Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
Customer reported via phone call that tape was not sticking to her body. Customer was educated on ways to improve adhesion. Customer's blood glucose was 50 mg/dl and was treated with glucose tablets. Tape kit would be sent out to customer.